Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the device was fractured. The device was removed, and the procedure was completed with a another of same device. The patient was in stable condition post-procedure. It was further confirmed that this complaint was reported in error, this event did not occur.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the device was fractured. The device was removed, and the procedure was completed with a another of same device. The patient was in stable condition post-procedure.